Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for the right ventricular (rv) lead due to high and undefined right ventricular (rv) lead coil impedance. The patient was brought into the clinic. It was noted that when running impedance testing there were no values appearing for the rv lead¿s superior vena cava (svc) coil. The clinician found that the svc coil had been programmed off, so the clinician then switched it to on and retested the impedance but the same issue occurred where there was no svc coil data. The clinician contacted the company technical services and it was explained that since the svc coil impedance is measured through the rv coil, which is suspected to be fractured, the device thinks that there is no svc coil present. The rv lead remains in use. No patient complications have been reported as a result of this event.